Event description:
It was reported that during a low anterior resection procedure, the closing lever could not be grasped at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged or missing closure link. The analysis results showed that one device arrived with the closing mechanism damaged and void of staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications. A batch record was performed and no anomalies were found during the mfg process.